Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional armada 18 device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery. A 6x200mm armada 18 balloon was inflated once at 16 atmospheres (atm) and ruptured. Another same size armada 18 was inflated once and also burst at 16 atm. A same size armada 18 balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the armada 18 instruction for use states: ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended.¿ the rated burst pressure for this device is 14 atmospheres as indicated on the product label. It could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery. A 6x200mm armada 18 balloon was inflated once at 16 atmospheres (atm) and ruptured. Another same size armada 18 was inflated once and also burst at 16 atm. A same size armada 18 balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed MDR, only one of the armada 18 balloon was a 6x200mm while the other armada18 balloon used was a 6x60mm. No additional information was provided.